Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the rpms were in specification but erratic, the control bar was not in the correct position, calibration out at the zero reading, the head was rough, and the control bar had wear. The hose, head, swivel, control bar, thickness control lever, reciprocating arm, motor, eccentric shaft, thickness control shaft, cams, bearings, gears, spring seal, and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection the unit was found in need of repair. At evaluation investigation the device was found to have erratic speed. No adverse events were reported as a result of this malfunction. No additional event information available.